Event description:
Hospital reported six incidents of disconnects between sims flex tubes and baxter reusable y-pieces during use on heated ventilator circuits. According to the hospital in each incident an alarm sounded indicating disconnects the parts were immediately reconnected and sometimes tape was used to secure the connection. The hospital reported that the fit of the parts is initially tight. According to the hospital they did not identify the flex tube as the cause of the disconnects, but reported it to co because co's device was involved.